Manufacturer narrative:
The tandem t:slim user guide states to never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in the unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl and the customer consumed fruit and a fruit bar to address the low bg level. The customer reported that the infusion tubing may have been inadvertently connected to the site during the fill tubing. Tandem technical support reviewed the profile settings in the t:connect data and found that the customer had set the basal rate to 4.5 times the normal rate for nearly 3 hours after which the basal rate had been changed back. The customer indicated that the basal rate change could have been the cause of the low bg level.